Event description:
Reporter stated the customer was hospitalized with hyperglycemia and diabetic ketoacidosis, and she was treated with an insulin infusion. She dropped the infusion device 2-3 days prior to the event. She detected blotches on the display and thought the insulin delivery was inaccurate after her blood glucose elevated to 640 mg/dl. It is unknown how long she was hospitalized. The infusion device was evaluation, and the delivery accuracy, occlusion detection, and alarm functions operate per specifications.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Correction: no malfunction related to the allegation was found during the investigation. However, it was found that the acid leaked out of the super capacitor that is intended to maintain time and date settings during battery changes. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump.